Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A precision evaluation was performed with file kit material of reagent lot 40553un11. The testing met the acceptance requirements which indicated that the reagent was performing as expected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect stat troponin-I assay was not identified.

Event description:
The customer observed a false positive result (0.046 ug/l) while using the architect stat troponin-I assay. The specimen result when repeated was negative (0.019 ug/l). No patient information was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).